Manufacturer narrative:
(B)(4).

Event description:
Sit was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited undersensing, loss of capture, and noise. Fluoroscopy was performed and revealed no anomalies. On (B)(6) 2016, the lead was explanted and replaced. The patient was in stable condition.